Manufacturer narrative:
Product analysis conclusion: additional findings identified during subsequent film review included bilateral distal loss of seal without definitive evidence of a type ib endoleak. These findings were not described in the initial report of detachment between the stent graft fabric and the suprarenal stent, migration, and type ia endoleak. While the cause of the distal loss of seal cannot be determined with certainty, disease progression over the approximately 7.5 years since implantation may have contributed to the observed event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c156ee, serial/lot #: (B)(6), ubd: 29-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted for treatment of an abdominal aortic aneurysm measuring 56 mm during an initial procedure. It was reported approximately 8 years post the index procedure, follow up CT showed the graft is fully detached from the supra renal stents. Aneurysm growth was identified and because of further dilatation of the aorta, the graft is not towards the aortic wall anymore and has migrated distally 28mm below the lowest renal artery with the suprarenal stent a bit above the suprarenal stents. Loss of seal and a large endoleak was observed as a result. An unknown intervention was performed and the patient was reported as alive with injury post intervention. The cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.